Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was preformed and the field systems engineer discovered cables not connected to the in/out hub which caused the reported event. Issue resolved by properly connecting the cables to the in/out hub. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's camera was cycling in every application. There was no patient present when this issue was identified.